Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident taking place before the implant of the device, the waa being in use during the incident, implanting the device at an off-label location, and migration have been ruled out as potential causes. Additionally, the implant procedure was performed according to the IFU and the patient does not have any contraindicating conditions. The body was rejecting the non-absorbable suture, which pushed the suture and lead through the incision, causing wound dehiscence and infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound dehiscence and infection was due to the patient rejecting the non-absorbable suture. However, the cause of the patient's body rejecting the suture is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported slight dehiscence of the wound and an infection as the body was rejecting the non-absorbable suture. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and there are no further signs of infection.

Event description:
The patient reported slight dehiscence of the wound and an infection as the body was rejecting the non-absorbable suture. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and there are no further signs of infection.

Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident taking place before the implant of the device, the waa being in use during the incident, implanting the device at an off-label location, and migration have been ruled out as potential causes. Additionally, the implant procedure was performed according to the IFU and the patient does not have any contraindicating conditions. The body was rejecting the non-absorbable suture, which pushed the suture and lead through the incision, causing wound dehiscence and infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound dehiscence and infection was due to the patient rejecting the non-absorbable suture. However, the cause of the patient's body rejecting the suture is unknown. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.